Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced chronic infections at the abutment site. Subsequently the abutment was removed (date not reported); however the issue could not be resolved. There are plans to explant the device, but it is unknown if this has occurred as of the date of this report.